Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine and bupivacaine via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient could not get the pump refilled so they went through withdrawals.